Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 97 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The patient began having persistent large effusions approximately 12 months prior to the revision surgery. X-rays showed mild femoral lysis. Revision surgery operative notes were provided. The surgeon performed a revision of the femoral component, tibial polyethylene, and patella polyethylene. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the tibial and patella polyethylene and aseptic loosening of the femoral component. No further issues or complications were reported. No additional information is available. This is report 3 of 3 for this event/patient.

Manufacturer narrative:
1038671-2023-00040 d10: serial #: (B)(6), catalog #: 02-012-35-5011, logic tibia ps mod insrt sz 5 11mm. Serial #: (B)(6), catalog #: 02-010-01-0250 - logic femoral ps cem left sz 5. Serial #: (B)(6), catalog #: 02-012-45-5050 - lgc tibial fit tray cem sz 5f/5t. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00040. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.